Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) .the lot expiration date in currently unavailable. Awaiting device return.

Event description:
The customer reported that during an unknown procedure when opening the package to their vapr cool pulse 90 electrode with hand controls it was found that there was a hair in the sterile package with the device. The customer reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The customer stated that the hair was thrown away and the device will be returning for evaluation. The customer could not provide any further information.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observations revealed that the device was received opened from the original packaging. There were no anomalies. Additionally, the customer stated that the reported hair in packaging was discarded. This complaint cannot be confirmed. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).